Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed multiple insulin flow blocked even after multiple set changes. The customer also stated that emergency medical services had to come multiple times to save her life. Customer stated that two instances were due to blood glucose levels. Customer did not want to provide further information. Troubleshooting for insulin flow block alarm was performed and found no insulin and site issues. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The product will not be returned for analysis.